Manufacturer narrative:
The device passed self-testing and all performance verification testing with no error alarms. A stress test was conducted in attempt to duplicate the customer¿s complaint. The device was programmed to run at a rate of 250 ml/hr, volume to be infused (vtbi) of 1000 ml for a duration of 4 hours. This protocol was programmed to run in concurrent mode on both line a and line b. The total expected vtbi for both lines are 2000 ml of fluid. The device passed the stress test protocol delivering 2,017.08 ml of fluid (a volume accuracy of 99.10 %). The probable cause for customer¿s complaint was not found. The device pump logs were downloaded and analyzed. The log showed that by 10:46, an infusion was started for vtbi: 250 ml, rate of 85ml/hr, duration was 2 hours 56 minutes. Approximately, after 2 hours, the infusion was stopped and reprogrammed with higher rate for 125ml/hr. This completed normally. At this time the total volume infused was 250 ml. After this, a new infusion was started for 200ml with rate of 125ml/hr. Later it was reprogrammed to 250ml/hr. After infusing half of the volume (approximately 91 ml), the rate was changed to 400ml/hr. After 8 minutes, the program was interrupted by a proximal air in line total alarm. Later the alarm was cleared, and the infusion was cleared. The infusion programmed for 250 ml was working as expected and after the vtbi was complete, the half empty bag was not confirmed from a review of the device logs. Then later the infusion continued, and another 150 ml was infused for the next 1 hour by changing the rates from 125 to 250 to 400 ml/hr. To in conclusion, the infusion was working as expected and the pump did not under-deliver. The half empty bag was not confirmed and the pump was delivering as expected.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The reported complaint involved a plum 360¿ infuser. It was reported that a nurse was infusing blood to a patient using 250 ml of packed red blood cells (prbc). The pump was set to deliver at 85 ml/hr in 4 hr on the primary line. However, in 3 hours, the bag was still half full. The nurse increased the rate to 125ml/hr and then increased it again to 250 ml/hr. The total volume infused rate was 401.01 ml. The pump was brought to biomed¿s attention at 3:30 pm. There was a delay in therapy, as transfusion was delivered at an incorrect rate. This required the clinical staff to adjust the settings in order to complete transfusion within the 4-hour time frame. The status of the patient was relatively stable, in spite of a hemoglobin (hb) result/value of 7.0. The infusion started at 1038 and the delivery issue was noted at approximately 1245. It was also further mentioned that the pump did not alarm during the event. The issue was resolved by adjusting the rate to 400 ml/hr. There did not appear to be any difficulty in programming or initiating the infusion. The complainant stated that there was no possible programming error associated with the event. The pump was taken out of service. There was no human harm reported.